Event description:
When removing the 1/8" (10fr, 3.2mm) o.d. Pvc drain, the tube separated at the first fenestration leaving approximately a 2.7cm fragment below the skin surface. Radiologist noted fragment in right hip approximately 7cm in length 12.8 cm below the skin surface. FDA safety report ID# (B)(6).